Event description:
As reported, the housing of a 6/7f mynxgrip vascular closure device (vcd) separated. There was no reported patient injury. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2208502 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the housing of a 6/7f mynxgrip vascular closure device (vcd) separated. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot f2208502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter detachment¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the limited information provided, it is impossible to determine what factors may have contributed to the reported events. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
B3 updated: event date is unknown.